Event description:
A female patient was treated with radiesse into the right and left nose alae on (B)(6) 2015. The left side was treated with 0.6ml and the right side with 0.3ml of radiesse. On (B)(6) 2015, two days after injection, the patient experienced continuous edema and reported inflammation. On (B)(6) 2015, 7 days post injection, the patient went to the hospital with serious pain, redness and a crust on the left side. The patient also developed swelling on the "lateral nasal lavage fluid". On the right side, she had itching and edema. The left nose ala has necrosis.

Manufacturer narrative:
At the hospital on the same day, she was injected on the lesion on the nasolabial fold with hyaluronidase (3 bottles, 1500 units per side) to reduce the swelling; massage and warming, betadine dressing, 2% nitroglycerin paste, oxygen cream and vitamin k oxidase, alprostadil IV ((2 ml + 100 ml n/s mix intravenously for 3 days), dexamethasone IV (1 ampoule intravenously for 3 days), quinolone antibiotics IV (cefa positive, intravenously, 3 vial a day), opalmon (oral, 3 tablets a day for 3 days), metronidazole (3 tablets a day), aspirin (1500 mg a day for 7 days). On (B)(6) 2015, the patient experienced itching sensation in the nose and right alar area. On (B)(6) 2015, corrective treatment with topical oxygen masks was started. The events as well as the corrective treatment were reported as ongoing. The device history records were not reviewed as the lot number was unknown.